Event description:
The patient received her scs system, including an ipg, on (B)(6) 2009. It was reported that the patient suddenly lost stimulation. Her ipg was unable to communicate with the programmer or charger. The patient stated that she recharged the ipg two weeks ago without any problems. An x-ray displayed no anomalies. The physician will be consulted in order to determine the next course of action for the patient. No further information is available at this time.

Manufacturer narrative:
This report is being sent as a precautionary measure as similar alleged events have occasionally resulted in the explant of the ipg. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.